Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling, impedance check, defibrillation cycling, and enviromental chaber exposure without duplicating the report. The customer's device accessories were not returned for evulation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.